Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector. Unknown contaminate was observed inside the ui panel. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box.. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors (e-193 ,err_usb_host_no_device (continue error) ,e-4 err_null_ptr (reboot error)) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed dust/dirt contamination in the airpath, likely from a source external to the device and there is no evidence of degraded sound abatement foam.